Manufacturer narrative:
(B)(4).

Event description:
Procedure type: reduction mammaplasty. According to the reporter: the patient developed wound dehiscence bilateral breasts. The condition appeared worse on the test device side. There was no infection. No medication needed. Local wound care given.